Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/2.50 flextome cutting balloon was used to dilate the lesion. During deflation, it was noted that the blood flowed back into the indeflator and balloon rupture was determined. The procedure was completed with another of the same device. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device. The investigator was still unable to inflate the balloon due to the solidified blood in the lumen. A visual and microscopic examination identified a pinhole in the balloon material 4mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was used to dilate the lesion. During deflation, it was noted that the blood flowed back into the indeflator and balloon rupture was determined. The procedure was completed with another of the same device. No patient complications reported and patient's condition was good.